Event description:
It was reported that the device was used during a laparoscopic nissen cholecystectomy, it was reported by the rep that the er320 clip applier fired (2)-(3) clips then formed at tips but did not close in the apex. The next clip did just the opposite, closed at the apex, but tips were open. The next few were normal. The case was completed using the original er320. There was no consequence to the pt.